Manufacturer narrative:
Investigation summary: "bd received one photo for investigation. The customer photo shows an example device but does not show the reported defect. Additionally, 30 retained samples underwent functional tests. All samples passed testing as they were able to be activated properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.".

Event description:
It was reported that while using 10 bd vacutainer® push button blood collection set, the needles did not retract after use. There was no health impact or consequence reported.

Event description:
It was reported that while using 10 bd vacutainer® push button blood collection set, the needles did not retract after use. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.